Event description:
It was reported that after a supply change on the ilet pump, the user experienced steadily rising blood glucose readings overnight with a flat trendline, peaking at 375 mg/dl; the agent verified tubing flow, reviewed alerts, confirmed correct supply change steps, noted no leaks or site irritation, and replaced only the infusion site at the user¿s request to a contralateral abdominal location due to suspected absorption issues, while device problem and component details were limited by insufficient information. Symptoms included hyperglycemia and vomiting. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.